Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. Customer stated that the buttons were unresponsive the customer was treated for the low blood glucose with glucose tablets. Customer¿s blood glucose level was 130 mg/dl at the time of the call. Customer declined low blood glucose troubleshooting. Customer also reported that the insulin pump had a keypad anomaly and the buttons were unresponsive. Customer stated that the insulin pump could have been dropped that led to keypad anomaly. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.